Event description:
Information received from the field notes that post device implant, in the recovery suite, an ECG reported loss of ventricular capture at high outputs in both pacing polarities. Aai programming revealed ventricular pacing. X-ray showed that the leads were reversed in the connector header. The patient was returned to the operating room and the leads were placed in their proper connector ports.